Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed. Analysis revealed the outer insulation was breached with an environmental stress crack. The distal and defibrillation conductors were distorted, there was blood/body fluid (not obstructed) on several conductors, and the inner tubing was kinked/buckled. The outer insulation had a cosmetic cut, breached cut, and cosmetic depression. Additionally, there was blood in/on the sleeve head of the helix mechanism and on the helix mechanism.

Event description:
It was reported that the ventricular lead was oversensing causing inappropriate high voltage therapy shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.